Event description:
Event description guidant received information that this passive fixation ventricular lead had dislodged. There was intermittent capture with the patient having preimplant symptoms such as fatigue. After numerous attempts to reposition the lead, the doctor was unable to get decent pace/sense numbers.